Manufacturer narrative:
Even though no product was returned for evaluation a photographic review of the product confirms the alleged event. Labeling review: potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." Warnings, cautions and precautions: "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break..." Patient education: "...the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." No product has been returned.

Event description:
On (B)(6) 2017, patient underwent a spinal procedure from l3 to s1 levels. Patient was experiencing pain and a scan showed bilateral screw fractures at the s1 level. On (B)(6) 2018 a revision procedure was performed and screws were replaced. The patient is reported to be doing fine post procedure.